Manufacturer narrative:
Product code: dqx.. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the safe-t-j amplatz extra-stiff support wire guide became stuck in the sheath after releasing a stent. The device was later found to have significant damage to its hydrophilic coating. There were no injuries or additional procedures reported.